Event description:
Terumo medical corporation received the following reported information: upon opening the package to use the angio-seal device, it was found that the tip of the insertion sheath had been flattened. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The type of procedure being performed was hemostasis. Puncture site and vessel diameter, are unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age or date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for sheath deformation as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).